Event description:
The customer's parent called and reported receiving a no delivery alarm on the insulin pump. The patient's blood glucose was 479 mg/dl. During troubleshooting, the infusion set and reservoir were disconnected and reconnected. Insulin exited the tubing when pushed through with a plunger and the insulin pump did not alarm no delivery, resolving the issue. It was advised the insulin pump was working as designed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.